Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for follow-up. The implantable cardioverter defibrillator showed continuous noise reversion. Device replacement was discussed, but not performed. The patient was stable.